Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) outside the indications for use. The aortic body became dislodged/displaced from the initial landing area post deployment. The physician elected to balloon at the level of the sealing rings and stented both renals with bare metal stents. A type ia endoleak was identified. A decision was made to conclude the case. The patient will continue to be monitored.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative aortic body migration, type 1a endoleak left untreated at the conclusion was confirmed. The event was most likely user related due to the concomitant use with products outside the IFU and off label neck anatomy. The procedure related harms for this complaint could not be determined. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1, 2: contact office/name: updated. H6: result code: remove 3233.